Manufacturer narrative:
UDI: (B)(4). Investigation for this reported issue is ongoing.

Event description:
Per the field clinical specialist (fcs), during a transfemoral tavr procedure for a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured during deployment. The delivery system was prepped with nominal volume. The valve was 95% deployed when the rupture occurred. The physician removed the delivery system very slowly under fluoro without any issues. The valve was post dilated with a 25mm edwards bav that had been prepped with + 3 cc added to nominal volume and the bav balloon also it ruptured. The valve was post dilated a second time with a 26x4.5 true balloon with +4cc added to the nominal volume with good results. The case ended well. There was no patient harm associated with this reported event. Per report, the patient has moderate to severe calcium in the annulus leaflets. Bav was not performed prior to valve deployment.

Manufacturer narrative:
The device was not returned to edwards lifesciences and no imagery or videos were provided by the site for review. However, a lot history review was performed and revealed one other complaint relating to a ¿balloon burst¿ (pending evaluation). A review of the device history report (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint.   The instructions for use (IFU) for the commander delivery system with the sapien 3 ultra, device preparation manual, and device training manual was reviewed for instructions involving device preparation and procedures relating to the complaint event. Based on the review of the IFU/training manuals, no deficiencies were identified.   During the manufacturing process, visual inspections and tests are performed throughout the process. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaint for balloon burst was unable to be confirmed since the device and/or relevant imagery were not returned or provided for evaluation. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿the balloon ruptured during deployment¿. In addition, it was noted that the patient had moderate to severe calcification present in the annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.